Event description:
It was reported that the air dermatome was shredding the skin. There was no report of injury or adverse patient consequences associated with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The device was found to be out of calibration on the zero graft setting. However, this would not impact grafting ability. All other graft settings were in calibration. Additionally, it was found that the motor was corroded and the head and control bar were damaged. Parts replaced included; ball detent, damaged control bar, bearings, motor, poppet assembly, damaged head, reciprocation arm, seal and retaining ring, "o" ring and swivel. The device was repaired according to procedure and returned to the customer. The device was purchased in 1990. A review of service records show that the device has only received calibration and preventive maintenance service at zimmer osp twice since purchased. Once in october 1995 and the other in july 1993. It is documented in the instruction manual included with the device that "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance."